Manufacturer narrative:
Zeroed the bed scale with a patient in the bed. Scale working without defect.

Event description:
It was reported by service report that the scale is not working. No patient involvement or adverse consequences are reported.